Manufacturer narrative:
The insulin pump received with intermittent up bottom response due to corroded keypad trace. No button error alarm noted. The insulin pump was received with minor scratches on display window, cracked display window at the bottom right side corner, cracked case on the display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.